Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading read "hi." The customer stated that she changed her infusion set two days prior to the event, and her blood glucose levels were high the entire next day. The customer stated that she did not try to change the infusion set. Troubleshooting was performed and the programming on the insulin pump was correct. It was found that there were periods of two to three days where no boluses were programmed into the insulin pump. The insulin pump passed the prime test. However, the customer was experiencing difficulty pressing the buttons during the prime test, and the insulin pump failed the high pressure test. The customer was advised to revert to a backup plan of manual injections until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.